Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow occurred while using a clearlink continu-flo solution set. An empty piperacillin/tazobactam bag was back-filled with an unspecified IV fluids and the fluid from the piperacillin/tazobactam bag appeared to drain into the unspecified primary bag rapidly. There was no report of patient injury or medical intervention associated with this event. No additional information is available.